Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum on (B)(6) 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was severely tortuous and had not been dilated prior to the stent placement procedure. During the procedure, the physician experienced some difficulties in advancing the device to the target lesion as a result of the patient's tortuous anatomy. Once the stent was positioned within the patient, the physician attempted to release the stent; however, heavy resistance was met and additional force was needed to deploy the stent. Subsequently, the physician pulled on the outer catheter and the metal shaft bent. Additionally, the physician noted that although it could not be seen visually, "something must have been broken from the shock through the device." Reportedly, the exterior tube handle did not detach from the exterior tube; however, it could not be determined if the complainant contends that the sheath broke. The stent was removed from the patient fully constrained on the delivery catheter and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum on (B)(6), 2011 during a stent placement procedure. According to the complainant, the patient's anatomy was severely tortuous and had not been dilated prior to the stent placement procedure. During the procedure, the physician experienced some difficulties in advancing the device to the target lesion as a result of the patient's tortuous anatomy. Once the stent was positioned within the patient, the physician attempted to release the stent; however, heavy resistance was met and additional force was needed to deploy the stent. Subsequently, the physician pulled on the outer catheter and the metal shaft bent. Additionally, the physician noted that although it could not be seen visually, "something must have been broken from the shock through the device." Reportedly, the exterior tube handle did not detach from the exterior tube; however, it could not be determined if the complainant contends that the sheath broke. The stent was removed from the patient fully constrained on the delivery catheter and another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 19 mm. It was noted that the stainless steel shaft was kinked mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent due to the kink in the stainless steel shaft. Subsequently, the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. It is probable that anatomical/procedural factors encountered during the procedure may have hindered the device's performance. Therefore, the most probable root cause of the reported event is operational context.

Manufacturer narrative:
Patient is over 18 years old. The reported issue of sheath broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.